Manufacturer narrative:
(B)(4). UDI# (B)(4). The event was confirmed with medical records received. Review of the available records identified the following : the patient underwent a right total hip arthroplasty due to arthritis. Zimmer biomet products were implanted without complications. Subsequently, the patient experienced a mild hematoma to the right hip and it was resolved without a medical intervention. No other significant findings or complications were noted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03857.

Event description:
It was reported that patient underwent primary right tha. Subsequently patient experienced a hematoma to right hip approximately 1 month later. No medical intervention was reported and it was noted to have resolved approximately 1 week later. No further event information available at the time of this report.